Event description:
It was reported that the no external power alarm occurred when the patient¿s spouse accidently disconnected from the mobile power unit (mpu). However, additional information provided stated that the mpu has a v-lock connector, the ac power cord did not come loose at the wall outlet nor back of the unit, and there was no loss of power to the house.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 8 days (12jan2024 ¿ 20jan2024 per time stamp). On (B)(6) 2024 at 09:04:54, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6) , was not returned for analysis. The provided information stated that the no external power alarm occurred when the patient¿s spouse accidently disconnected from mpu. However, additional information provided stated that the mpu has a v-lock connector, the ac power cord did not come loose at the wall outlet nor back of the unit, and there was no loss of power to the house. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when reviewing event history, the patient had a no external power alarm, which reportedly occurred when the mobile power unit (mpu) was accidently disconnected. Log files were submitted for review and confirmed no external power alarm due to a loss of power to the mpu on (B)(6) 2024. There was no interruption in pump support during this event as the ebb supported the system. The remainder of the file was unremarkable. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.